Manufacturer narrative:
This event occurred on an unspecified date in october 2018. The lot was manufactured between: june 5, 2018 - june 7, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume intermate bladder burst during filling. The intermate was filled with 10mg of targocid diluted in 100ml of nacl (sodium chloride). There was no patient involvement.  No additional information is available.